Manufacturer narrative:
The reported field event of premature mature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, premature battery depletion was observed. Patient was seen in clinic with an estimated 11 months left on battery in (B)(6). The clinic found the device to be at eri in (B)(6). The device was explanted and replaced. No patient consequences were reported.